Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope had an unrestorable blurry image, and the object was not visible. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, olympus confirmed that the image was blurry with fog when using hot and cold water to test. It was determined that the device cooled down which caused condensation in the patient¿s body with change in temperature. As a result, the image was not clear. Olympus will continue to monitor field performance for this device.